Event description:
While attempting to obtain a set of blood cultures during an initial IV insertion the nurse attempted to remove the blood culture barrel. The vacutainer broke off into the end of the IV where the saline lock is supposed to attach.